Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, a pt expiration occurred. The relationship of the diamondback 360 orbital atherectomy system to the death event is unk at this time. The physician used an antegrade approach for intervention in distal popliteal artery. At some point, the pt experienced hypotension. The physician suspect a retroperitoneal bleed. He applied pressure below the introducer sheath and performed an angiogram in an effort to determine the origin of the suspected bleed, but was unable to find any leaking in this vessel. The pt expired in the procedure room. Additional info has been requested regarding this event.

Manufacturer narrative:
Device analysis: the device was not returned for analysis; therefore, an analysis of the actual complaint device is not possible. The controller functioned normally with another device following this event. The device history record for this lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported complaint. The device met its material, assembly, and quality control requirements. The root cause for the reported event is unk.